Event description:
Needle broke off inside abdomen, pain and bleeding at injection site[medical device complication]. Pain at injection site [injection site haemorrhage] case description: analysis result: product: novofine, g30, 8mm, lot no.: 04c17r, batch history from final qc-release examined. Visual examinations performed. Pt needle tested for penetration forces and siliconization. Point of pt needles tested for grinding angles. The mentioned tests were all performed on needle reference. Samples only, as no pt needles were received. Pt continued in additional info section needles in the above sentences refers to the part of the needles that enters the pt when they injects.) During testing it has not been possible to detect any irregularities on a reference sample from the batch in question. Follow-up information was received in oct 2005. Since last submission of the case, the following information has been added: -analysis result.

Event description:
Needle broke off inside abdomen, pain, bleeding and discolouration at injection site(med complication). Pain at injection site pain). Bleeding at injection site(injection site discolouration). Case description: this spontaneous report from a consumer in the united states was reported as "needle broke off inside abdomen, pain and bleeding at injection site" and concerns a man who was using novofine 8mm (30g) dispossable needle from 2004 to present (approx one year), due to type 2 diabetes mellitus. The pt's wife reported that in 2005 a novofine 8mm (30g) disposed needle brok off inside the left side of her husband abdomen while removing the flexpen after

Event description:
Needle broke off inside abdomen, pain and bleeding at injection site [medical device complication]. Pain at injection site[injection site pain]. Bleeding at injection site[injection site hemorrhage], case description: "needle broke off inside abdomen, pain and bleeding at injection site" and concerns a pt who was using novofine 30 disposable needle due to type 2 diabetes mellitus. The pt's spouse reported that in 2005 a novofine 30 disposable needle broke off inside the left side of pt's abdomen while removing the flexpen after injection. He subsequently experienced pain and bleeding at the injection site. Spouse reported that spouse and pt looked for the needle on the floor and could not find it. Spouse reported that they rubbed the area where pt had given himself the injection and that spouse noticed there was some bleeding at the injection site. Spouse reported that when they rubbed the site, pt experienced pain at the injection site. Spouse reported that she took pt to the emergency room that same day at which time he rec'd an abdominal x-ray which did not reveal the novo fine 30 disposable needle. Spouse reported that pt rec'd no treatment at the emergy room and was discharged that same day. The physician told pt that the needle could be in his abdomen, but he was not sure. Furthermore, he told pt that if the needle was in his abdomen it "should find its way out" within two weeks. He was instructed to take tylenol (acetaminophen) and motrin (ibuprofen) for pain and to call back in three days if the situation worsened. The spouse reported that pt had not taken any medication to date. The physician instructed the pt to avoid strenous work. The spouse reported that pt does an air shot and uses a new disposable needle for each injection which is removed immediatley afterward. At the time of the initial report, the injection site bleeding was resolved and the injection site pain was ongoing.